Event description:
In additional information received on 02apr2025, it was noted by the rep that the kit was being used incorrectly by the user. The dilators are not meant to dilate the patient, but to load the trach tube. At this time, no harm to the patient has been reported.

Manufacturer narrative:
Correction: h6 - annex e & f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the dilator included in the blue rhino g2-multi percutaneous tracheostomy introducer set was difficult to insert into a patient during a tracheostomy procedure. The doctor found that the dilator was not rigid enough and was too flexible for dilating. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. As reported, the physician was using the loading dilators to make the stoma. The IFU for the device states in step 15 to dilate with the blue rhino. Step 18 instructs the user to insert the loading dilator into the tracheostomy tube. The november 8, 2016 MDR guidance document states in 2.6 that an MDR is not required if the event is solely the result of a user error and there is not a device related death or serious injury. The customer has confirmed there was no death or serious injury related to what happened. Therefore, event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.